Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was exhibiting right atrial (ra) lead undersensing and high capture thresholds. An magnetic resonance imaging (MRI) was performed. This crt-p system remains in service. No adverse patient effects were reported.